Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the esg-400 electrosurgical generator emitted a sound to confirm an electrode was conntected but the electrode was not cutting at the end of the electrode's loop. The intended procedure was completed with another similar device but there was a delay of approx. 30 minutes due to the failure and the exchange of equipment.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) bolton, UK (received at the rrc on 2022-08-16). During the evaluation at the rrc, no functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. However, error message e006 was found in the error log, but could not be reproduced during the inspection. It is assumed that this error message is linked to the issues reported by the customer. Error message e006 can have different causes but in all cases, it is triggered if the electrical resistance between the two electrodes increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used or if there is increased tissue adhesion at the electrode¿s distal tip. However, the exact cause could not be conclusively determined in this case. Based on the information available, the exact cause of the reported phenomena and the patients¿ outcome could not be determined and is being judged as unknown. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.